Event description:
Implant didn't achieve osseointegration, primary stability was achieved, no thread tap used, psychological disorder, smoker, immediate implantation, infection, mobility ((B)(6) are same patient).